Event description:
Customer reported modifying his medication based on results received on his precision xtra blood glucose meter. He then reported feeling sweaty, shaky, and delirious. The customer then reported experiencing a loss of consciousness. The customer was taken to a local hospital where he was diagnosed with hypoglycemia. Exact treatment administered to stabilize glucose levels is unk.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.